Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and a drain was used. Upon opening the package, the needle of the drain had adhered to the tube of the drain. Then, separating them, the tube got a hole. Further details are not provided. There were no adverse consequences to the patient. Upon evaluation it was observed to have a transparent mark visible on the trocar, also, there was a fine peel-off mark visible on upper surface the drain.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? J2300108. Was the drain used on the patient? No. If yes, was leakage detected? Na. Was another drain needed to correct the situation? Na. If yes, was the new drain placed surgically during a second procedure? Na. Please perform and document the follow up attempt for product return. Will be shipped. H3 evaluation: product received for analysis. Complaint sample review: one complaint sample of trocar with drain was received for evaluation, during visual inspection, there was a transparent mark visible on the trocar, also, there was a fine peel-off mark visible on upper surface the drain. Which might have generated due to drain sticking. As per standard practice, 100% inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. Documents review: during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review: no negative observation was found. These products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. CAPA was identified by the manufacturer to address the event reported. The necessary investigations and/or actions have been taken to address the issue. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.